Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow up response. Communication with the customer reported "unknown" response for additional information requested regarding the event reported and no information was provided on the follow ups. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3 (inadvertently missed on the initial). A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Per the repair history, the device was refurbished on august 13, 2022. Based on the results of the investigation, the root cause could not be determined. It is likely damage to the charge-coupled device cable caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was confirmed. Device evaluation found no image, screen gets black when angulated the bending section. Additionally, the a-rubber glue (bending section) was found chipped , the pc-board was observed cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported "flickers on screen" observed on the device. The issue found during an unknown event. Device evaluation found no image , screen gets black when angulated the bending section. This report is being submitted for no image , screen gets black when angulated found during device evaluation.